Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that the bc802 infant nasal mask was becoming detached from the flexitrunk infant nasal tubing.no patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: two complaint nasal masks and a bc192 flexitrunk system were returned for evaluation. The nasal masks were the bc802 (size large) and the bc803 (size extra large). The devices were visually inspected, measured and performance tested. Results: the visual inspection revealed no damage or defects in any of the returned devices. Measurement of the critical dimensions of both the masks and the midline carrier (to which the mask connects) revealed that all three devices were within specification. The masks formed a tight fit when connected to the midline carrier. Conclusion: we were unable to determine the cause of the masks popping out of the flexitrunk tubing. Our field representative has been working with hospital to ensure they are using and fitting the masks correctly. A lot check could not be performed as lot information was not provided. The user instructions that accompany the flexitrunk infant interface indicate in pictorial form the correct set-up and use/fitting of infant interface devices. The following user instructions also instruct the user to "connect prongs or mask to nasal tubing ensuring that it is inserted fully."